Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit returned for evaluation. During visual evaluation, the pusher wire was noted to be present at the distal end of the pusher catheter. Slight skiving was noted throughout the loaded filter storage tube. The filter was received deployed with all limbs present, and no legs crossed. The introducer sheath and dilator were received sealed. No anomalies were noted throughout sealed sample. No functional testing was performed. One photo was provided and reviewed. The provided photo shows the pusher catheter, with the pusher wire appearing bent and detached from it. No other anomalies were noted. Based on the photo review, the investigation is confirmed for the reported detachment and twist/bent as the pusher wire was seen bent and detached. As the returned physical sample had an attached pusher wire, and sealed sheath and dilator, it is possible the returned sample was the second device used in the procedure. The investigation is inconclusive for the reported advancement failure as condition of use cannot be recreated. A definitive root cause for the reported advancement failure, material twist/bent, and detachment could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly blocked after the push delivery rod. It was further reported that the thin metal rod at the junction of the shaft and the filter was twisted and deformed. Reportedly, the thin metal rod fractured when trying to straighten it outside of the body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly blocked after the push delivery rod. It was further reported that the thin metal rod at the junction of the shaft and the filter was twisted and deformed. Reportedly, the thin metal rod fractured when trying to straighten it outside of the body. The procedure was completed using another device. There was no reported patient injury.